Manufacturer narrative:
Pc-(B)(4). Batch # 604a78. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open total gastrectomy, the tissue of the anastomosis site got sagged after it was stapled. The surgeon commented that the firing did not complete. The staple did not deploy. The staple unform did not occur. Another device was used to re-anastomosis and completed the case. The device was used between esophagus and jejunum. There was no change to the reconstruction due to the re-anastomosis. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 09/09/2022. Additional information was requested, and the following was received: 1. Did the device staple? Yes, the tissue of the anastomosis site got sagged after it was stapled. No further information will be available. 2. Was the staple line complete? No. 3. Were there any staples missing from the staple line? No further information will be available. 4. What was the shape of the staples (b-formation, irregular, legs straight)? Dr commented the staples were not deployed. 5. Were the staples deployed into the tissue? No. 6. Were the staples seen in the surgical field? No further information will be available. 7. Did the device cut? No further information will be available. 8. Was the cut line fully circumferential around the target tissue? No further information will be available. 9. If the device fully cut, were both tissue donuts present? No further information will be available. 10. If the device fully cut, were both donuts complete? No further information will be available.